Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the wake button was difficult to press and required multiple presses to activate the pump screen. The customer's blood glucose level ranged from the 300's to 426 mg/dl. The customer delivered a bolus and administered a manual injection. The customer was able to access the pump features by connecting the pump to a power source. Reportedly, the customer would continue use of the pump for insulin therapy.